Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.